Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the severely calcified left anterior descending artery (lad). An attempt was made to cross with a 3.5 x 15 mm xience alpine stent; however, it also failed to cross. The 2.5 x 15 mm xience alpine stent was advanced; however, failed to cross and during the failed attempt to cross the stent implant dislodged from the balloon. No attempts were made to snare the dislodged stent from the anatomy. An nc balloon catheter was advanced and inflated crushing the dislodged stent into the vessel wall. Subsequent attempts to cross the lad lesion with other stent delivery systems failed; therefore, no further treatment was performed on the lad. The procedure continued on with successful stenting of the left main artery. The patient is reported to be stable. No additional information was provided.